Event description:
Info rec'd indicates during a bed inspection, the technician found the bed had no ground due to a missing ground pin on the power cord.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.